Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a ventricular fibrillation rhythm clinicians believed was shockable and the device gave a "shock advised" prompt for pulseless electrical activity rhythm clinicians believed was non shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(4) and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data file showed twelve analysis events. Of the 12 analyses, 11 appear to have been correctly classified as shockable. The customer's report of the device gave a "shock advised" prompt for pulseless electrical activity was not replicated or confirmed. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of an incorrect determination. The customer's report of the device gave a "no shock advised" prompt for a ventricular fibrillation was observed during review of the clinical data. The last analysis from the event resulted in a no shock advised result due to the waveform measurements being a result of average rate, rate variability and normalized amplitude. Segments 1 had a normalized amplitude value that was at the edge upper limits the algorithm defines for shockable rhythms. The value of 74% required a rate variability to be greater than or equal to 25% and the measured rate variability for segment 1 was 19%. This mismatch caused the segment to be not shockable. Based on our review of the data we have concluded that the analysis program worked within its limitations of the available technology. Analysis of reports of this type has not identified an increase in trend.